Event description:
The patient was using the ventilator with the internal battery for about 3 hours prior to the incident. It immediately transits to battery empty alarm, to low battery alarm, and then shut down less than 1 minute. Timing of battery status alarms are not appropriate as warnings prior to shut down.